Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot (B)(4), ubd: 14-oct-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient passed away during the attempted implant of a leadless implantable pulse generator (ipg). During positioning attempts, a faint line was seen on fluoroscopy. It was thought the line was the border of the heart that was being seen clearer due to the increased fluoroscopy. On the third positioning attempt, it was noted the patient started to have abnormal oxygenation and blood pressure readings. A code was called. The patient had experienced cardiac tamponade due to a perforation. Ultimately, the patient passed away due to the cardiac tamponade.

Manufacturer narrative:
Product ID: mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. (B)(4). Summary: the full delivery system was returned and analyzed. Analysis indicated that the wire mesh was exposed on the shaft. Curve could be applied but the distal shaft appeared to be out of plane. The analyst noted that the delivery system was returned with the device deployed but still attached to the tether. The analyst observed that the deployment button was in the deployed position and the tether retaining pin removed from the handle. The analyst was able to successfully retrieve the device so it was seated in the recapture cup. Visual inspection found that the wire mesh was exposed on the shaft near the proximal end of the sheath. One kink was observed at 5 cm from the distal end of the delivery system. Curve could be applied but the distal shaft appeared to be out of plane. The analyst could deploy the device. (B)(4). If information is provided in the future, a supplemental report will be issued.